Event description:
A nurse reported via telephone call that the insulin pump was removed from a customer due to hospitalization. The nurse requested assistance turning on the insulin pump but did not state why the customer was hospitalized. The nurse was assisted in clearing a no delivery alarm and was advised to suspend the insulin pump rather than remove the battery and resume when the customer needs the insulin pump again.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.